Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk), outside the visual axis, in the right eye one day following lasik treatment. The patient reported his vision was good and noted a slight haze in both eyes. The patient's topical steroid dosage was increased in the right eye only. In a follow up with a technician, he indicated the dlk resolved with treatment. The patient reported clear vision in both eyes.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary ni accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).